Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing bruising and tenderness at ipg site. The patient underwent a procedure wherein the ipg was relocated and left implanted. The patient was doing well with good coverage postoperatively